Event description:
It was reported the patient presented in clinic for follow-up. The clinician attempted to interrogate the implantable cardioverter defibrillator(ICD) but was unable to complete the interrogation. During the attempts, locate device issues were noted. Once a full interrogation was successfully completed, the ICD returned to normal function. There were no patient consequences.